Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling. Device history record found no significant anomalies. No deviations or non-conformances were found.

Event description:
Healthcare professional reported injecting a patient with juvederm voluma with lidocaine in the oral commissures and prejowl sulcus. Patient was also injected with juvederm ultra xc in the lips and perioral area and botox. About 2 months later, the patient developed an abscess on the right prejowl sulcus. There were no issues with the juvederm ultra xc injection or the areas that were injected with juvederm ultra xc. Patient got antibiotics from their general practitioner and the abscess cleared up. The patient then developed another abscess above the previous area. Patient then got more antibiotics and had an extraction from their general practitioner. Symptoms resolved. The event caused a permanent injury which is possibly a scar.